Manufacturer narrative:
(B)(4).

Event description:
Additional information received. It was reported that the proximal aortic neck was mildly angulated. The proximal aortic neck measured 21, 21, 23 mm in diameter and 15 mm in length. The physician was uncertain of the cause of the proximal type I endoleak, however it was possibly due to neck angulation.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 66mm abdominal aortic aneurysm. It was reported that during the index procedure, the endurant bifurcation was implanted at the intended landing zone, however, the f inal angiogram identified a type ia endoleak. The physician decided to implant another manufacturer¿s stent graft proximal to the endurant bifurcate. Angiogram post placement of the other manufacturer¿s stent graft showed that the endoleak was reduced; however, was not resolved. The physician decided to complete the procedure with no additional treatment. No additional clinical sequelae were reported and the patient will continue to be monitored.